Event description:
Ous MDR - it was reported that the patient "had experienced a very strong shock". The ICD could no longer be interrogated at the clinic after that. The lead had been implanted for about 52 months and was capped and deactivated and this device was returned for analysis.

Manufacturer narrative:
The ICD first underwent a visual inspection. Several sparkover traces were detected on the ICD housing, which indicate sparkovers between the hv conductor of the lead and the ICD housing. In addition, traces of abrasion were noted on the ICD housing. The ICD then underwent an electrical examination. It confirmed the clinical observation, the ICD could not be interrogated. The memory content of the device could therefore no longer be read. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module led, in turn, to a permanently increased current uptake and consequently to a discharge of the battery and the resulting lack of interrogation capability of the ICD. Sparkover traces or short-circuits, which could be related to the clinical observation, were not present either within the ICD or in the connection system. The low-ohmic shock path was clearly the result of an external short-circuit. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly.